Event description:
The customer sated that she had not received a replacement meter that was supposed to be sent to her. In the morning of 2006, she was not feeling well and could not test her blood glucose. She felt, hit her jaw, and broke a tooth. She stated that the indicated occurred becasue she did not have a meter. The customer did not seek med attention. Customer svc arranged to have a meter delivered the next day.